Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha 3 products.

Event description:
Primevigilance notified teoxane of an adverse event on november (B)(6) 2023. A patient was injected on (B)(6) 2023 with 2 ml of teosyal rha 3 in the marionette lines. The injection was done with the 22g cannula, using the superficial technique. On the same day after the injection on (B)(6) 2023, the patient experienced pain and bruising, which was diagnosed by the injector as a vascular occlusion on the lower right marionette line. As a corrective action, the injector used hyaluronidase (hylenex) to dissolve the filler. At the time of this report, the outcome of the event was not recovered. Despite reminders, no updates was provided about the patient, thus the case was closed as is.

Event description:
Prime vigilance notified teoxane of an adverse event on november 20-nov-2023. A patient was injected on (B)(6) 2023 with 2 ml of teosyal rha 3 in the marionette lines. The injection was done with the 22g cannula, using the superficial technique. On the same day after the injection on (B)(6) 2023, the patient experienced pain and bruising, which was diagnosed by the injector as a vascular occlusion on the lower right marionette line. As a corrective action, the injector used hyaluronidase (hylenex) to dissolve the filler. At the time of this report, the outcome of the event was not recovered. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.